Event description:
It was reported that the ilet user experienced persistent high blood glucose, partially delivered meal announcements, and multiple unacknowledged occlusion alerts. The issue was associated with user interaction and understanding of occlusion alerts and the user interface. Symptoms included hyperglycemia reaching 400 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem found, while a usage problem was identified related to improper or incorrect procedure or method involving the user interface. The user was advised to change supplies, check for occlusions, and consider alternative infusion sites to avoid scar tissue. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.